Manufacturer narrative:
Supplemental report 02 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6005954 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test (static pull test) 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record review: the lot 6005954 was manufactured according to the wi version 111 manufactured in the line 1101/inset 9, on 09/mar/2024, with a total of (B)(4) units. Review of the device history record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Device history record (gluing tube) review: the lot 4b05542 was manufactured according to the wi version 61 manufactured in the line sc09, on 09/mar/2024, with a total of (B)(4) units. Review of the device history record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Device history record (gluing tube) review: the lot 4b03648 was manufactured according to the wi version 61 manufactured in the line sc09, on 07/mar/2024, with a total of (B)(4) units. Review of the device history record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 23/jan/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6005954 and another complaint have been registered in database for the same lot 6005954 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-34329. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6005954 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test (static pull test) 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record review: the lot 6005954 was manufactured according to the wi version 111 manufactured in the line 1101/inset 9, on 09/mar/2024, with a total of (B)(4) units. Review of the device history record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Device history record (gluing tube) review: the lot 4b05542 was manufactured according to the wi version 61 manufactured in the line sc09, on 09/mar/2024, with a total of (B)(4) units. Review of the device history record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Device history record (gluing tube) review: the lot 4b03648 was manufactured according to the wi version 61 manufactured in the line sc09, on 07/mar/2024, with a total of (B)(4) units. Review of the device history record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 23/jan/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6005954 and another complaint have been registered in database for the same lot 6005954 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient that three infusion set tubing detached from connector on (B)(6)2024. The infusion set was in use for 8 hours. The blood glucose level was high and the patient got treated with correction bolus via pump. No further information available.